Manufacturer narrative:
H6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Frame rate error. Unable to confirm reported complaint. Collimator failure. 2dlf collimator passed bench test. Stroke distance and stroke time test passed. Filter , far shutter , near shutter test, run in-far shutter and run in-near shutter test passed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000874, serial/lot #: (B)(6), h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Frame rate error. X-ray tube failed bench test. Intermittent anode resistance. Installed x-ray tube in imaging system. The system did not initialized. The generator did not ready. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, serial/lot #: (B)(6), h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Frame rate error. X-ray tube passed bench test. Stator resistance were within spec and installed in imaging system. The system initialized. Motion, generator, communication, and charging readied. 2d and 3d images were successful. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and replaced collimator but issue was not resolved. Air data files appear to show movement which was likely causing the issue. Replaced x-ray tube and issue did not reproduce. Performed all applicable calibration and testing. Performed system checkout. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000874,; product ID: bi71000907, product ID: bi71000901, product ID: bi71000194, product ID: bi71000193, product ID: bi71000189, : medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system encountered a frame rate error during a 2dlf scan. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient.